Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent treatment for pelvic organ prolapse. The patient has experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol".